Manufacturer narrative:
Tech found the brake caster would lock and hold, but would rotate if pushed on side. Replaced caster to resolve this issue.

Event description:
Info received that the brake caster would lock and hold, but would rotate if pushed on side. No injury reported.